Event description:
Report received of a tubing set disconnection that occurred during patient use. The customer contact reported that the "luer lock did not hold". The tubing set disconnected from either the patient's IV catheter or the "j-loop" and the unspecified "IV solution spilled onto the floor." The nurse reportedly "slipped on the spilled IV fluid," however, there was no harm to the nurse. The tubing set was changed and the therapy was resumed. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.